Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. Additionally, it was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies to address the issue. Furthermore, it was reported that the piston on the pump would not retract back up, and a cartridge could not be loaded onto the pump. The pump was reset, a cartridge was successfully loaded onto the pump, and insulin delivery was resumed. There was no adverse impact to customer¿s blood glucose level.